Event description:
According to additional information provided by the physician, as a competitor's guide wire was advanced prior to introduction of the tv45x45, the wire became looped and pierced the left atrial roof. Therefore, a competitor's guide wire was suspected to have caused the effusion.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
A trans-septal puncture was performed using an agilis sheath and angiograms were taken of the left atrial appendage (laa). The agilis sheath was then exchanged for a 13f torqvue 45x45 delivery system (tv45x45) with the intent to implant a 24mm amplatzer cardiac plug (acp). As the tv45x45 was manipulated to access the laa, a trans-esophageal echo revealed a pericardial effusion. Pericardiocentesis was performed and the patient was sent to surgery to repair the suspected tear. The patient was reported to be doing well and was discharged. The acp was never introduced into the patient and neither the acp nor the tv45x45 was suspected to have caused the effusion.